Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp opening on patch bond edge, missing shell (0-25%) and missing of the orientation dot (75-100%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on patch bond edge assessed as an unidentified (tear) opening. Missing shell and orientation dot assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.